Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the reported event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #s: 1627487-2011-06252 and 1627487-2011-06253. The patient (finland) received an scs system on (B)(6) 2011. It was reported the patient's lead, lead extension and lead anchor were explanted on (B)(6) 2011 due to a wound infection at the lead insertion site. A culture was not taken; however, intravenous and oral antibiotics were administered as treatment. Follow-up on this matter found the patient's infection has resolved.